Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer requested assistance to adjust their bolus setting from units to carbohydrates. The customer's blood glucose (bg) level was 388mg/dl and a manual injection was administered to address the bg level. Tandem technical support assisted the customer with adjusting their bolus settings.